Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument was installed and removed from the in-house system without any issues. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sf green 60 reload. Additionally, the instrument was found to have a firing failure, tissue too thick, based on log review, but was not replicated during in-house testing. The instrument was found to have thermal damage to the chassis. The chassis is observed to be warped. This is due to being autoclaved. The housing was removed, and a missing bearing in the backend was observed. The missing bearing that is normally installed over the drive input shaft was observed to be missing. As a result, the input shaft can move sideways, causing the gears to make a grinding noise during firing. The reported complaint was not confirmed by failure analysis. The blue reload was analyzed and the reported failure was confirmed. Visual inspection was performed, and the reload was found to be broken at the distal end. The broken piece, measuring approximately 0.295" x 0.252" in size, was not returned with the reload. The reload was installed and removed from an in-house sureform stapler, and more force is needed to remove the reload, likely due to the returned condition of the reload. Additionally, the reload was found to have the knife exposed within the knife track. The reload was partially fired. The reload was found to have a firing failure based on log review. The reload was disassembled in-house for inspection. It was found to have cartridge damage at the proximal end and on the reload surface. No material appears to be missing. The reload was also found to have a damaged blade with mechanical indentations.

Event description:
It was reported that during a da vinci-assisted bowel resection surgical procedure, the customer tried to remove the sureform 60 stapler and it wouldn¿t work. The procedure was completed with no reported injury.